Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip clip delivery system (cds) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment.it was reported that on (B)(6) 2013, the procedure was to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were deployed without issue and the procedure was successfully completed with mr reduced to 1. Due to increasing angina, echocardiogram was performed which revealed a single leaflet device attachment (slda) of 1 clip and mr grade of 4. On (B)(6) 2015, (B)(4) was positioned without issue; however, after removal of the release pin, the actuator knob was difficult to turn. A surgical clamp was used to turn it. After turning the actuator knob, the actuator knob could not be retracted. After turning the delivery catheter (dc) handle, the clip was able to be successfully deployed. After deployment of another clip, the procedure was completed successfully with mr reduced to 1, no reported adverse patient sequela, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the complaint device was not returned for evaluation, a failure analysis could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents. The investigation was unable to determine a definitive cause for the single leaflet device attachment (slda). The patient effects of dyspnea and worsening/recurrent mr are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures, and likely were a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that on (B)(6)-2013, the procedure was to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were deployed without issue and the procedure was successfully completed with mr reduced to 1. On (B)(6)-2013, echocardiogram was performed which revealed a single leaflet device attachment (slda) of 1 clip and mr grade of 4. On (B)(6)-2015, due to increasing dyspnea, clip (B)(4) was positioned without issue; however, after removal of the release pin, the actuator knob was difficult to turn. A surgical clamp was used to turn it. After turning the actuator knob, the actuator knob could not be retracted. After turning the delivery catheter (dc) handle, the clip was able to be successfully deployed. After deployment of another clip, the procedure was completed successfully with mr reduced to 1, no reported adverse patient sequela, and no clinically significant delay in the procedure. There was no additional information provided.